Event description:
It was reported that a small volume intermate had a cracked luer lock connector. This was observed at the end of infusion when the patient wanted to disconnect the intermate. The device was filled with an unknown antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number (B)(6). Device was manufactured from march 13, 2013 to march 14, 2013. The device was received for evaluation. A visual inspection was performed and noted a cracked/broken distal luer lock. The tip of the distal luer lock was stuck inside the non-baxter luer connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.